Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that stent dislodgement occurred. In (B)(6) 2016, left heart catheterization was performed. The target lesion was located in the radial artery. A 24x4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon resulting in stent embolization in the radial artery. The physician was unable to remove the dislodged stent. The patient and the family was made aware of the incident. Blood flow test was done and no patient complications were noted. The following day, the patient was discharged.